Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (serial: (B)(6)); product type: 0235-ICD; implant date (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the extravascular (ev) lead exhibited some noise episodes shortly after implant, which was suspected to related to the lead settling after implant. It was noted that the patient had suffered a right sided pleural effusion which had been first observed approximately three weeks post-implant and had progressively worsened. A chest drain was placed. Hospitalization was required. The ev lead remains in use. No further patient complications have been reported as a result of this event.